Event description:
Reportedly, during the routine follow-up of the device involved in this report; aida (device memories) could neither be red, nor programmed. Normal device operations were observed apart from that event.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.